Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from date manufacturer was made aware.

Event description:
It was reported that the clik anchor was causing discomfort to the patient. The patient underwent a revision wherein the physician dissected down to the anchor and sank deeper. The scar tissue was also removed. The patient was doing well postoperatively.